Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedances during multiple positioning attempts before finally locating a position with acceptable impedances and thresholds. A few days after implant, it was noted that the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.